Event description:
The customer alleged they received a questionable lithium result for one patient on their c501 analyzer. The patient's initial lithium result was 3.7 mmol/l accompanied by a data flag. The sample was manually diluted 1:5 and the result was 2.1 mmol/l. The sample was manually diluted 1:10 and the result was 1.2 mmol/l. The customer declined to provide information on whether any of the results were reported outside the laboratory. The customer declined to provide information on whether there were any adverse affects to the patient. The lithium reagent lot number was 660376 and the expiration date was 01/31/2014.

Manufacturer narrative:
Additional information provided indicates all of the results, both initial testing results and diluted sample test results were accompanied by data flags. An investigation was performed using a sample on hand at the manufacturer. The customer's observation was confirmed. It was determined the 1:5 and 1:10 times diluted samples were higher concentrated than the original sample dilution which is performed by the analyzer, which is 1:20. Therefore, results within the measuring range were received, however were accompanied by a data flag. Tests results obtained from a manually programmed sample dilution leading to a result within the measuring range will be marked with a data flag notifying the user there is a possible issue with the result.

Manufacturer narrative:
This event occurred in (B)(6).